Event description:
New information reported that the lead exhibited high capture thresholds.

Manufacturer narrative:
Following fields deleted: reason_for_no_eval_code.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the right ventricular lead perforated the patient. The lead was explanted and replaced.